Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had three fourths of its battery life last night but when he woke up the display was blank. The customer changed the battery and the insulin pump resumed normal function. The patient's blood glucose at the time of incident was 466 mg/dl, which the patient treated with the insulin pump. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that his battery cap was loose. Troubleshooting for the high blood glucose was declined. No products were returned and a replacement battery cap was shipped to the customer.